Event description:
Pt came into or with/iab had cabgx4 returned to ICU, blood leak alarm but no visual indication, 3/4 min later blood was detected in iab. No iab removed no other iab replaced. Pt expired 11 hrs later. No info received which indicates the cause was due to the incident.